Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead was explanted and replaced for unspecified issue. The patient was in a stable condition before, during and after the procedure. No further information was reported.

Event description:
New information states that the patient had twiddler¿s syndrome. The right ventricular lead was found to be dislodged. The lead was explanted and replaced.